Event description:
Device 3 of 3 reference MFR. Report #: 1627487-2011-05131 and 1627487-2011-05132. The pt received his scs system on (B)(6) 2011 with two percutaneous leads (from different lots) and two lead anchors (from the same lot) it was reported that the pt's leads and lead anchors were explanted due to lead migration. The percutaneous leads were replaced with a paddle lead. The lead anchors were also replaced.

Manufacturer narrative:
Eval: results - the product was received modified at the distal end. One showed evidence of being over torqued and the suture hole on the other anchor was torn. Both anchors functioned as designed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.